Manufacturer narrative:
The device was received not deployed. Rotational sensor errors caused first prime to end earlier than expected and the firing flat to not be properly lined up by the end of second prime. The rerun did not replicate rotational sensor errors. Contamination was observed on the commutator cap. It could not be conclusively determined if the contamination contributed to the rotational sensor malfunction that caused the device to not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.